Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Device is in hospital risk management.

Manufacturer narrative:
It was originally reported that a penumbra coil 400 was used during the coil embolization procedure; however, based on the lot # (f43536) and the catalog # (rby4c0315) provided, it has been determined that the coil in use was a ruby coil. On march 9, 2015, the manufacturer received voluntary report, mw5038629, from the FDA which was received through FDA's medwatch program. This supplemental report is being submitted to associate the received voluntary report, mw5038629, to MFR report # 3005168196-2014-00609.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using penumbra coil 400. The physician successfully deployed a penumbra coil 400 and while retracting the pusher wire, it became fractured. The physician was unaware of the fracture and inserted a guide wire through the catheter. While inserting the guide wire, it forced the remaining fragment of pusher wire to exit the microcatheter and it travelled into the aorta and the femoral artery. The physician noticed the fragment just before ending the procedure and was able to capture the fragment using a snare device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: additional information was provided to the manufacturer indicating that the device is no longer available for evaluation; therefore, the manufacturer has no further information. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.